Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650 / expiration date: 2017-02-28 UDI #: (B)(4), return date: 2018-11-19, device evaluation anticipated, but not yet begun mfg date: 2016-02-28 (B)(4). Heartware ventricular assist system ¿ controller ac adapter, device evaluation anticipated, but not yet begun (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced loss of power on a controller with associated pump stop of approximately 15 seconds. The patient noted the no power alarm but indicated they were not making any changes at the time. The involved battery had not previously been lubricated. Review of log files indicated prior to the power up event the controller was operating on ac/dc and battery power. The battery was exchanged. The controller and ac/dc adapter remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller, one battery, and one controller ac adapter were not returned for evaluation. Review of log file analysis pertaining to the controller revealed a controller power-up event on (B)(6), 2018 at 06:38:23. The data point prior to the loss of power revealed that and adapter was connected to power port one (1) and the battery was connected to power port two (2) with 36% rsoc. The data point recorded after the loss of power revealed that an adapter was connected to power port (1) and the same battery was connected to power port two (2). The controller was without power for 15 seconds. As a result, the reported loss of power was confirmed. A possible root cause of the loss of power can be attributed to an intermittent disconnection on one or both power sources and/or to disconnection of both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: battery (B)(4). H6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 controller ac adapter serial unknown h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h10 product event summary: the controller, one battery, and one controller ac adapter with unknown serial number were not returned for evaluation. Log file analysis revealed a controller power up event on (B)(6) 2018 at 06:38:23. The data point prior to the loss of power revealed that an adapter was connected to power port one (1) and the battery was connected to power port two (2) with 36% relative state of charge (rsoc). The data point recorded after the loss of power revealed that the adapter was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 15 seconds. Analysis of the alarm log file did not reveal any high priority alarms around the time of the reported event. In the event when the controller loses power, the internal battery will power the ¿no power¿ alarm until the controller goes back on. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.